Event description:
Consumer reported that a red mark on consumer's skin from initial use of the sof-tact/soft sense blood glucose meter had not dissipated in two weeks. Additionally, the consumer noticed a red area or consumer's upper arm stating that it loocked like an infection and consumer also contracted a fever. The consumer contacted physician and antibiotics were prescribed over the telephone. The customer reportedly did not believe the meter to be at fault and wished to continue using the device instead of finger stick testing. At this time, consumer has resumed finger sticking routine for blood glucose monitoring.